Manufacturer narrative:
The device was not returned to zoll medical corporation; the device's smart pneumatic module assembly kit was removed and returned. The reported malfunction was not replicated or confirmed. The smart pneumatic module assembly kit was put through testing without duplicating the malfunction. The customer received a replacement smart pneumatic module assembly kit. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed a "runtime calibration failure-1051" message. Complainant indicated that there was no patient involvement in the reported malfunction.